Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the blood vessel was bent, the stent was half deployed, and the whole system fell off. The catheter and stent all fell off. When the stent was retrieved, it could not be retrieved. Finally, the stent was unloaded. When it was removed and checked, the tip of the tube was also deflated. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right c7 aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 3.5 mm distal and 4.1 mm proximal. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 10 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) met the standards. The angiographic result post procedure was smooth blood flow.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex and phenom 27 catheter inner pouches. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis finding, the pipeline flex and phenom 27 catheter were not confirmed to have resistance as no defect was found with pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. The phenom 27 could not be confirmed to have kink/damage as no defect was found with phenom 27 catheter. In addition, based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the device was resheated. In addition, the proximal and distal ends could not be identified. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the middle and distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline.

Event description:
Additional information was received. The report that the ¿tip of the tube was also deflated¿ referred to the phenom catheter. The cause of the event was not determined. There was no catheter kickback, and no pipeline jumping was reported during deployment. However, difficulty in positioning was noted. Only one pipeline was used in the procedure. The tip of the catheter was reported to be under stress and moved during deployment. Although the stent was noted to be half deployed, no failure or difficulty opening was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.